Event description:
It was reported that the patient received inappropriate shocks due to noise when sleeping. A lead damage was suspected. The lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available items confirmed the presence of noise which led to shock delivery as mentioned in the complaint description. Furthermore the x-ray demonstrated a bend of the svc shock coil. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.